Event description:
Patient reported undergoing total elbow arthroplasty on (B)(6), 2009. Subsequently, patient reports material sensitivity reactions, and open wounds that need draining. Surgeon reported that patient was non-compliant. No revision procedure has been scheduled to date.

Manufacturer narrative:
Device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01012 / 01014).